Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: 3189- surgical intervention. It was reported that the patient underwent mesh removal on (B)(6) 2017 due to hernia recurrence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient experienced abdominal pain and adhesion following the procedure.